Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 37751 lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that they reset the device, had a full recharge and the over discharge was resolved.

Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). Over discharge was reported, and it was further stated that the reason why recharging was not maintained was because there was an issue with recharging. The ins recharger was not functioning/ was unable to power up. It was however mentioned that the desktop charger was functioning. It was reviewed for the rep that a physician reset mode (prm) may be required and the steps to perform a prm were reviewed for the rep. No patient symptoms were reported. A replacement recharger was sent to the patient. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's recharger failed at some point after (B)(6) 2018. The patient did not contact the rep until the day of the report to investigate. Troubleshooting showed the recharger was non-functional. Using the rep's own loaner equipment, they were able to "recover" the patient's device out of overdischarge. One 60-minute session recovered the system, and after 2 additional hours of recharging, 75% charge was achieved. No surgical intervention occurred or was planned. The issue was resolved at the time of the report. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.